Event description:
Customer was contacted, but phone is disconnected. Called alternate work number and was advised that pt is deceased. Per further research md advised that the pt passed away due to diabetes complications however it is unk if they were wearing the pump at the time of death.